Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead had been capped on (B)(6) 2011 due to noise. The patients condition was fine during and after the procedure.